Event description:
Info received indicates the sets were leaking at the luer attachment. The sets were being used with an ultrasite connector for pt hydration.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.